Event description:
The paramount mini gps stent was unable to cross lesion. When attempting to re-draw stent into the sheath, the stent dislodged from the balloon. The stent was captured by a 10mm gooseneck snare, after changing up to a 8 fr sheath.